Manufacturer narrative:
The reported events were noise not confirmed and mode switch. As received, only the distal region of the lead was returned for analysis. Electrical testing did not find any indication of conductor fractures although an internal short was noted consistent with procedural damage. All damages found are consistent with procedural damage.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams) and the right ventricular (rv) lead exhibited noise oversensing. The ra and rv leads were explanted and replaced. The patient was in stable condition throughout the procedure.